Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 350cc saline catalog: 3502350 lot: 5802213 sn: 5802213-144. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 350cc saline breast prostheses on (B)(6) 2008. It was reported that the patient began experiencing symptoms of "breast implant illness", some symptoms beginning after implantation and other symptoms starting later. The following symptoms were also reported: severe stomach issues since 2014, fatigue immediately after implantation that has recently gotten worse, hair loss within the last 2 years, vitamin d deficiency since 2015,vitamin b12 deficiency since 2015 (within last 3 months dropped extremely low), pain in right breast last couple of months (always was uncomfortable since day one), discomfort in left breast, extreme joint pain within last week of (B)(6) 2018, muscle weakness last 2 years, congestive pelvic syndrome over left ovary about 3 years ago, yeast intolerance since 2014, extreme itchiness to lower legs and feet, vision up close has started to get bad within last year and charlie horse muscle cramps for last 4 years. It was reported that the patient was getting b12 injections for the past year and has had colonoscopy and endoscopy done 2014, had internal ultrasound done in 2014, having another done next week, just had mammogram done on (B)(6) 2018. The patient had gastritis diagnosis by endoscopy and congestive pelvic syndrome diagnosis by internal ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 6/7/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).